Manufacturer narrative:
Device was not returned for investigation. Company has warnings on device for this particular case and matter. At this point no fault found with device, however user error and warning signs are instructed. No product was returned however the pumps operators manual (40-5025-01h) advises that the entire operator's manual should be read before operating the cadd legacy® duodopa® pump. Failure to properly follow warnings, cautions, and instructions could result in death or serious injury to the patient, and/or damage to the pump. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information received a smiths medical cadd pump with serial number (B)(4), was being operated by a patient that was adjusting own doses of unknown medication. File was reported as reportable, as the patient was adjusting own continuous rate, which could cause overdose; depending on medication being delivered. More information has been requested on this file.